Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that 8 months after the implant of this transcatheter bioprosthetic valve, that had been implanted into a non medtronic bioprosthesis, an echocardiogram indicated a mean gradient measurement of 20 mmhg and a hypermobile portion of the valve. The following day, a completely mobile fragment of the stent was noted and was caused by several stent fractures. It was reported that the mobile portion of the valve had obstructed the mitral inflow and caused mitral stenosis. The valve was explanted and replaced with a non medtronic device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.